Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white hispanic female patient who underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, mammogram, and MRI, with spontaneous right breast implant rupture. In addition, the patient was also diagnosed with bilateral breast capsular contractures (baker grade 3 on the right and baker grade 2 on the left) and right breast with cluster of cysts. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On june 13, 2022, mentor became aware that the patient's implants were replaced with the following: (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9713843 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9713843 sn: (B)(6). On june 20, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.